Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. Pca breathing circuit identification board and sensor interface board were replaced to resolve the issue. Legal manufacturer: hcs madison - (B)(4). No report of patient involvement. The distributor performed a checkout of the equipment and confirmed the reported complaint. Pca breathing circuit identification board and sensor interface board were replaced to resolve the issue. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported an error that results in a loss of mechanical ventilation. There was no patient involvement.